Manufacturer narrative:
H.6. Investigation summary: 3 photos and 14 representative samples were received for investigation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. 3 photos were returned for investigation. The 1st and 2nd photos show defect on the catheter. The 3rd photo shows the 3 shelf cartons with batch#: 8302975. The returned photos are not clear but could see that catheter tip is defective. The 14 representative samples were subjected to visual inspection, tip od measurement and bevel angle measurement. The 14 representative samples passed the acceptance criteria. No abnormality was observed. Able to confirm the customer experience based on the photo returned. Conclusion: based on the investigation of similar complaint, the probable root cause of peelback could be due to the tubing material. A trend for the peelback issue has been identified for this product line. CAPA#: 81917 was issued to review the tubing material. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd neoflon¿ 26ga 0.6mm od 19mm l when the vein is pierced, the needle slides into the vessel but, the catheter remains out and slides together like an accordion. This makes it so the catheter cannot be placed in the vessel. Foreign complaint the following information was provided by the initial reporter, translated from german to english: when the vein is pierced, the needle slides into the vessel, the catheter remains out and slides together like an accordion, the catheter cannot be placed in the vessel.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd neoflon¿ 26ga 0.6mm od 19mml when the vein is pierced, the needle slides into the vessel but, the catheter remains out and slides together like an accordion. This makes it so the catheter cannot be placed in the vessel. Foreign complaint the following information was provided by the initial reporter, translated from german to english: when the vein is pierced, the needle slides into the vessel, the catheter remains out and slides together like an accordion, the catheter cannot be placed in the vessel.